Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.ait was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.